Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the trail procedure, a dural puncture occured and the physician opted to abandon the procedure. The patient did not present any symptoms post-operative and may re-trail at a future date.